Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not working properly and received sensor error. Customer's blood glucose was 49 mg/dl and was treated with food. Customer removed sensor and found that cannula was bent. Customer was advised to contact healthcare professional regarding insertion techniques.